Event description:
It was reported that there was high threshold on left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID c154dwk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 6947 implantable tachy lead, implanted: (B)(6) 2004; 1688t implantable pacing lead, implanted: (B)(6) 2006. (B)(4).